Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient was set up for insertion, vessel accessed and dilator and introducer placed over the wire, then capped off. I pulled the 3cg wire back, cut the PICC with the provided blade, advanced, pushed the 3cg wire back into the PICC and tightened the t piece to the lumen then pulled the 3cg wire back to be in line within the last cm of the PICC. I then primed the line and hooked up to the fin to insert. When advancing the PICC I noticed some resistance around shoulder and clavicle area. It felt like it was either hitting a valve or getting caught on something. I thought it was either the junction around the shoulder or where the brachiocephalic meets the svc. Rt basilic was the vessel I accessed for the PICC. I moved the patients arm around a few times and felt resistance each time when trying to advance the PICC to the svc. I may have spent 10 or 15 mins so I decided to just pull it out, flush and was planning to try again and see if I could get past those valves. After the PICC was removed I held it above the max barrier to see roughly how far I was able to feed it before problems. It was past the shoulder and around the clavicle area. I continued to flushed the PICC and then I noticed a small section of the 3cg sticking out past the tip of the catheter. I looked down at the t piece of the PICC and my 3cg wire was actually pulled back a small distance when I pushed it further in the 3cg wire didn¿t move. So, I unbent the wire at the t piece and pushed the 3cg wire even further and that¿s when the broken section of the 3cg wire came out. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken stylet was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter w/t-lock assembly and 3cg stylet. The stylet was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: ¿ microscopic examination revealed deformation of the stylet tubing at magnet edge(s). ¿ kinking of the surrounding stylet tubing, located at magnet interface(s). Measurements of the stylet tubing wall thickness were taken and confirmed to be within specification. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.